Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe plastipak 3ml s/su had a damaged package where sterility was compromised. The following information was provided by the initial reporter: "one (1) product box was showing a wet stain. When opening to check internally, it was found that the syringes are wet, thus unsuitable for commercialization."

Event description:
It was reported that syringe plastipak 3ml s/su had a damaged package where sterility was compromised. The following information was provided by the initial reporter: "one (1) product box was showing a wet stain. When opening to check internally, it was found that the syringes are wet, thus unsuitable for commercialization."

Manufacturer narrative:
A device history review was conducted for lot number 0105607 quality notification and maintenance analysis and no occurrences potentially related to the occurrence was observed. Images were received for the complaint where it was possible to observe - wet and stained packaging. According the evaluation the defect was not related to manufacturing process bd curitiba. Complaint not confirmed for bd curitiba. H3 other text : see h.10.